Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was having gastrointestinal symptoms again in the past 6 months and they went from (B)(6). The patient had episodes of vomiting and their implant sat up a little higher. The patient had abdominal surgery 2 months ago and was stabbed on the right abdomen. The implant was on the left side. The patient wanted to know how to get their device to be checked. The patient had not seen their health care provider (hcp) since implant. There was no known accident or incident related to the event and the symptoms had a gradual onset. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).